Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. The reported lot number 27995331 could not be matched in our system. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4).

Event description:
Note: this report pertains to seven endovive peg kits. Refer to manufacturer report# 3005099803-2021-05723, 3005099803-2021-05724, 3005099803-2021-05726, 3005099803-2021-05727, 3005099803-2021-05728 and 3005099803-2021-05729 for the associated device information. It was reported to boston scientific corporation that an endovive peg kit was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. It was reported that the patients were not pulling the peg tubes out of their stoma sites but rather they were loose and falling out of the patients. A new peg tube was placed.